Manufacturer narrative:
The customer stated they received an error 4 and 5. Per product labeling for error 4, "error: test strip or meter; the test strip is unusable or the sample has been applied too early (before the 180 seconds countdown begins)." Per product labeling for error 5, "error: blood application; error applying blood to the test strip or blood sample size was too small." The meter and strips were requested for investigation. Replacement product was sent. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.1 - 1.5 inr): qc 1: 1.3 inr. Level 2 testing results (qc range = 2.3 - 3.5 inr): qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). At 7:35 a.m., the meter result was 1.4 inr. At 7:57 a.m., the laboratory result was 3.3 inr. The patient¿s therapeutic range is 2 - 3 inr. The patient's testing frequency is weekly.